Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
On january 4, 2007, the lay-user/patient contacted lifescan alleging that her one touch ultra meter was powering off during use. The senior medical affairs specialist spoke with the patient to obtain/clarify info. The patient claimed that the meter had started powering off during use fourteen days later. She reported obtaining a result of 600 mg/dl on two occasions (dates unk); however, no actions were taken against the reading since she believed the meter was malfunctioning. She maintained her 70/30 insulin regimen of 44 units in the morning, 35 units at lunch, and 40 units at bedtime for the past year. During the two weeks of not being able to obtain results she had been administering a few less units at lunch and dinner, even though she had been advised to call the paramedics. Prior to the meter powering off during use, she had been testing three times daily. Approximately two weeks after the onset of the meter issue, the patient described starting to feel as though she was running high blood glucose, felling shaky, and unable to see. She attempted to test and was unable to obtain result. She did not administer insulin, as she was unsure of the required amount of insulin and contacted her son. In the meantime, she ate her usual oatmeal and toast breakfast and lay down to rest, as instructed by her son. Within two hours, her son arrived and rushed her to the ER, as she was progressively not feeling well. A result of 550 mg/dl was obtained on the ER meter. She was treated with a sublingual medication for her high blood pressure. The patient was unable to specify whether she was administered treatment for her blood glucose. She was released within the same day with a blood glucose in the 100 mg/dl range. She was not given a diagnosis. The patient was advised to contact the paramedics or seek immediate medical attention if she was unable to obtain blood glucose readings. The customer care advocate (cca) discovered that the battery had not been replaced per the owner's manual. There had been no trauma to the meter. The cca educated the pt on the automatic meter shutoff. The meter powered off before the time was up. The patient did not have a new battery to complete troubleshooting. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the meter started powering off during use (battery never replaced); during this time, she claims she lowered her insulin dose as she could not obtain a meter result. Later she developed symptoms which she described as high blood glucose and was found to have a blood glucose of 550 mg/dl on the ER meter.